Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that ins was replaced (B)(6) 2019 due to normal battery life, but since that date the new ins was not implanted deep enough. A surgery was done (B)(6) 2020 to place the ins deeper. This resolved the issue. No further patient complications are anticipated or expected as a result of this event.